Manufacturer narrative:
Additional manufacturer narrative: supplemental MDR submitted to include new patient related information received through follow up.

Event description:
Edwards received additional information that the patient had developed renal failure and may need dialysis. The valve-in-valve procedure has been scheduled for a future date. No additional details were provided.

Manufacturer narrative:
As the device remained implanted and was not able to be evaluated. The root cause of the reported stenosis remains indeterminable. However, patient related factors and the progression of the patient¿s underlying valvular disease may have contributed to the event.

Event description:
Edwards received additional information through follow up with the healthcare provider that the valve-in-valve procedure occurred due to severe stenosis after an implant duration of fourteen (14) years, three (3) months, and nine (9) days. The initial surgery date was cancelled due to the patient developing renal failure believed to have been caused by a uti. The surgery was rescheduled and the patient received a 23mm xt transcatheter valve with no reported complications. The patient was discharged on post-operative day three.

Manufacturer narrative:
This device is not available for return and evaluation because it remained implanted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. In this case, edwards received information that the 23mm pericardial valve was indicated for valve-in-valve procedure after an implant duration of 14 years due to stenosis. The intervention has not yet occurred and attempts to get additional information regarding the condition of the device and the patient's medical history or possible comorbidities have been unsuccessful. The root cause of the reported stenosis remains indeterminable. If new information becomes available, a supplemental report will be filed. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards received information that a 23mm pericardial valve had indication for a valve-in-valve procedure due to stenosis after an implant duration of approximately fourteen (14) years and one (1) month. No intervention has occurred at this time. No additional information was provided.